Manufacturer narrative:
A service history review was performed, and revealed that the device has no previous service events. Therefore, servicing did not cause or contribute to the reported event. The device was not received for evaluation. Therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, that a spectrum iq pump had three instances. Where the magnesium infusion completed faster than anticipated. There was no report of patient injury or medical intervention associated with this event. No additional information is available.